Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the ccd drive pcb fluid damage, the lcb distal cover glass broken, the insertion flexible tube compressed (short in length), the suction channel buckled, the remote control buttons cracked, the angle wire play, the segment corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the shield cover corroded, the nozzle gluing missing, the segment steel braid deformed, the remote control buttons leak, the junction case leak, the lcb distal cover glass leak, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the objective lens scratched, the distal body worn out, the bending rubber gluing poor finish, the ground wire rupture, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).